Event description:
The distributor contacted animas on (B)(4) 2012, stating that the up arrow, down arrow, and ok keypad buttons were unresponsive. There is no further information regarding the complaint available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad responsiveness issue.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The down button was found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).